Event description:
The customer contact reported a bent ground prong on the ac power cord plug. The pump was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).